Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking. No patient involvement as occurred during testing and no patient alarm.

Manufacturer narrative:
Other, other text: d9: device returned to manufacturer for evaluation on 01/08/2021 h10 ? Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator filled the reservoir with water, attached temperature check fixture, plugged in the line cord, and turned on power switch to perform safety/electrical test. The customer reported product problem (leaking) was verified. The leak resulted from damage to the water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned damage was attributed to the user. A user issue was established as the root cause. The damaged water tank cover was replaced.